Event description:
Facility staff received a replacement depth gauge about a month ago ((B)(6) 2012) and noticed upon opening the device that it was not sitting together properly. When the staff tested the depth gauge the shaft and handle were loose. The shaft should thread into the handle but the shaft could not thread all the way. The depth gauge was not measuring correctly, the measurements were off about a millimeter and a half. This incident had no procedure nor patient involvement.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
The device history record was reviewed and (B)(4) found are not relevant to this complaint condition. No other issues were found during manufacture that are relevant to this complaint condition. A manufacturing evaluation was conducted. The returned product is complete and in good overall condition. The returned product was checked dimensionally and functionally and passed. There are small tool marks on the needle where it attaches to the slider. These marks are not associated with the manufacture of this product. This evaluation found no loose parts and nothing that would cause an incorrect measurement.